Event description:
It was further reported that the target lesion was 80% stenosed mildly tortuous and mildly calcified. It was also further reported that the perviously placed stent was placed into the side branch and was hanging into the main vessel. Difficulty was encountered because the first stent was preventing the second stent from advancing.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the obtuse marginal (om) branch. The physician successfully deployed a 3.5x12mm promus element stent in the circumflex artery. Then the physician attempted to advance a second 3.5x12mm promus element stent through the previously deployed stent, but experienced difficulty advancing. The device was removed and stent damage was observed. The physician decided to complete the procedure using a balloon in the om branch without further stenting attempts. The procedure was considered successfully completed and no patient complications were reported.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
(B)(4).